Manufacturer narrative:
This report is 1 of 2 for this patient: 0001822565-2016-04670/0001822565-2016-04669. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient was experiencing an unknown issue after a knee arthroplasty.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there was no allegations or revisions for this product. The sales rep was just making an inquiry. This report is number 2 of 2 MDR supplementals filed for the same patient (reference 0001822565-2016-04669-1 and this report).